Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle/start button released could not be confirmed. The device was returned with the needle button retracted and the needle release button depressed. The device appears to have functioned as expected.

Event description:
Patient reported that two v-go devices, the needle button reportedly retracted prior to the completion of the 24hr period.